Event description:
Complainant alleged that the medics were treating a patient who was presenting a ventricular fibrillation heart rhythm. The clinician attempted to defibrillate the patient, but the device displayed "defib disabled" and "defib fault 85" error messages. The medics immediately obtained another device and defibrillated the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.